Manufacturer narrative:
No further follow up is planned. Evaluation summary a patient reported that her humapen ergo device was broken and not working. She stated her blood glucose was not decreasing. Investigation of the returned device (batch 40225, manufactured march 2002) found it was broken (glue bond separation) and could not be function tested. While the exact date when the patient started using the device could not be determined, based on the amount of time elapsed since this device had been manufactured (march 2002) it is likely that the patient used it beyond its approved use life. Humapen ergo devices were last manufactured in 2006. The user manual states the humapen ergo has been designed to be used for up to 3 years after first use. The user manual also instructs not to use the device if it appears broken or damaged and to contact lilly or your healthcare professional for a replacement pen. A corrective action modified the front outer housing component to allow for a larger volume of glue and therefore more consistent bond joints. This change to the front outer housing component was made in june 1999 starting with batch a1373. A second corrective action modified the glue bond station setup to improve the setup and reduce variability of adhesive application and therefore more consistent bond joints. The change to the setup station was made in october 2003 starting with batch 0310a03. There is evidence of improper use. The patient reuses needles and does not prime. This may be relevant to the complaint of blood glucose not decreasing. Additionally, based on the manufacture date, it is likely that the patient used it beyond its approved use life.

Event description:
(B)(4). This spontaneous case reported by a consumer who contacted the company to report a product complain, concerns an elderly caucasian female patient of unknown age, who was born on (B)(6) 1945. Medical history: diabetes, hypertension and hysterectomy which caused urinary infection and some hospitalizations. Concomitant medication included: metformin for diabetes and losartan for hypertension. The patient received human insulin (humulin n), via reusable pen, 28iu in the morning, the dose at lunch was according to her blood glucose and 14iu at night daily, subcutaneously for the treatment of diabetes beginning on unknown date. Also she received insulin regular (humulin r), it was unknown how the insulin was delivered, the dose was according to her blood glucose, if it was more than 160 (units was not provided) she received 2, 4, 6 or 8iu, subcutaneously for the treatment of diabetes beginning on unknown date. Approximately in 2012, unknown time after beginning human insulin via humapen ergo burgundy (lot 40225) and insulin regular, the patient experienced herniated disc. As corrective treatment, she received diclofenac sodium and acupuncture but it was not reported if patient recovered from this event. In (B)(6) 2013 the started injecting insulin regular via humapen luxura burgundy (lot c151650d). Also it was reported that in the end of (B)(6) 2013, while injecting human insulin via humapen ergo burgundy (lot 40225) and insulin regular via humapen luxura burgundy (lot c151650d) the patient experienced urinary infection, fever, high blood pressure and also her blood glucose was not decreasing, and due to these events the patient was hospitalized on (B)(6) 2013. She received unspecified medication as corrective treatment and on (B)(6) 2013 she was discharged from hospital. The patient continued to receive an unspecified compounded medication for urinary infection but it was unknown if patient recovered from urinary infection, blood glucose abnormal and high blood pressure. In the week of (B)(6) 2013 the blood glucose of patient was approximately 400 (units were not provided) and because of this, she received 8iu of insulin regular. Furthermore it was reported that she was very nervous and her humapen ergo burgundy jammed (associated to product complaint number (B)(4)) and because of this the patient did not know if she received the correct dose of human insulin so the patient tried to received human insulin via humapen luxura burgundy but the cartridge was not attaching to the device (associated to product complaint number (B)(4)). It was reported that on unspecified date, she recovered from events nervous and suspect of wrong dose. According to the consumer reporter the patient reused the needles and only changed it when she experienced pain or discomfort at injection site. Also it was reported that patient experienced tremor and because of this, she was not able to inject the insulin via syringe. Furthermore her blood glucose was just increasing (the value was not provided) and she was experiencing a finger disorder with pain described as trigger finger and due to this approximately in the week of (B)(6) 2014 she would undergo a surgery. The patient did not recover from tremor, blood glucose which was increasing and trigger finger. The human insulin and regular insulin treatment were continued. The device was operated by patient and she was trained. It was unknown how long the patient had used the humapen ergo burgundy and humapen luxura burgundy was used for two months. The humapen ergo burgundy (product complaint (B)(4)) was returned on (B)(6) 2014, and an evaluation will be performed to determine if a malfunction has occurred. The humapen luxura burgundy (product complaint (B)(4)) was not returned. The reporting consumer did not provide an opinion of relatedness between the events and human insulin and regular insulin. Edit 14-jan-2014. Upon internal review, the information regarding product complaint of humapen luxura was added in the narrative. Edit 15-jan-2014. Upon internal review on 14-jan-2014, clarified in the narrative which humapen was used in each episode and clarified conflicting information about outcome of blood glucose increased. The duration of use for humapen luxura burgundy was added. Update 24-jan-2014: additional information received on 23-jan-2014 from the global product complaint database added the device specific safety summary and that the humapen luxura burgundy device was not returned for product complaint (B)(4); added the return date for the humapen ergo device product complaint (B)(4); updated the medwatch and EU/ca fields; and updated the narrative. Edit 31-jan-2014. Minor correction was made in the narrative. Edit 31-jan-2014. Minor corrections were made in the paragraph of device. Update 27-feb-2014: additional information received on 27-feb-2014 from the global product complaint database added the device specific safety summary, the manufactured date, and the return date for the humapen ergo; updated the malfunction field to yes/not cirm; updated the medwatch and EU/ca field; and updated the narrative.

Event description:
(B)(4). This spontaneous case reported by a consumer who contacted the company to report a product complain, concerns an (B)(6) female patient of unknown age, who was born on (B)(6). Medical history: diabetes, hypertension and hysterectomy which caused urinary infection and some hospitalizations. Concomitant medication included: metformin for diabetes and losartan for hypertension. The patient received human insulin (humulin n), via reusable pen, 28iu in the morning, the dose at lunch was according to her blood glucose and 14iu at night daily, subcutaneously for the treatment of diabetes beginning on unknown date. Also she received insulin regular (humulin r), it was unknown how the insulin was delivered , the dose was according to her blood glucose, if it was more than 160 she received 2, 4, 6 or 8iu, subcutaneously for the treatment of diabetes beginning on unknown date. Approximately in 2012, unknown time after beginning human insulin via humapen ergo burgundy (lot 40225) and insulin regular, the patient experienced herniated disc. As corrective treatment, she received diclofenac sodium and acupuncture but it was not reported if patient recovered from this event. In (B)(6)-2013, the started injecting insulin regular via humapen luxura burgundy (lot c151650d). Also it was reported that in the end of (B)(6)-2013, while injecting human insulin via humapen ergo burgundy (lot 40225) and insulin regular via humapen luxura burgundy (lot c151650d), the patient experienced urinary infection, fever, high blood pressure and also her blood glucose was not decreasing, and due to these the patient was hospitalized on (B)(6)-2013. She received unspecified medication as corrective treatment and on (B)(6)-2013 she was discharged from hospital. The patient continued to receive an unspecified compounded medication for urinary infection but it was unknown if patient recovered from urinary infection, blood glucose abnormal and high blood pressure. In the week of (B)(6)-2013 the blood glucose of patient was approximately 400 (units were not provided) and because of this, she received 8iu of insulin regular. Furthermore it was reported that she was very nervous and her humapen ergo burgundy jammed (associated to product complain number (B)(4)) and because of this the patient did not know if she received the correct dose of human insulin so the patient tried to received human insulin via humapen luxura burgundy but the cartridge was not attached to the device (associated to product complaint number (B)(4)). It was reported that on unspecified date, she recovered from events nervous and suspect of wrong dose. According to the consumer reporter the patient reused the needles and only changed it when she experienced pain or discomfort at injection site. Also it was reported that patient experienced tremor and because of this, she was not able to inject the insulin via syringe. Furthermore her blood glucose was just increasing (the value was not provided) and she was experiencing a finger disorder with pain described as trigger finger and due to this approximately in the week of (B)(6)-2014 she would undergo a surgery. The patient did not recover from tremor, blood glucose which was increasing and trigger finger. The human insulin and regular insulin treatment were continued. The device was operated by patient and she was trained. It was unknown how long the patient had used the humapen ergo burgundy and humapen luxura burgundy was used for two months. The return of humapen ergo burgundy (product complaint (B)(4)) was returned on (B)(6) 2014, and an evaluation will be performed to determine if a malfunction has occurred. The return of humapen luxura burgundy (product complaint (B)(4)) was not returned. The reporting consumer did not provide an opinion of relatedness between the events and human insulin and regular insulin. Edit (B)(4)-2014. Upon internal review, the information regarding product complaint of humapen luxura was added in the narrative. Edit (B)(4)-2014. Upon internal review on (B)(4)-2014, clarified in the narrative which humapen was used in each episode and clarified conflicting information about outcome of blood glucose increased. The duration of use for humapen luxura burgundy was added. Update (B)(4)-2014: additional information received on (B)(4)-2014 from the global product complaint database added the device specific safety summary and that the humapen luxura burgundy device was not returned for product complaint (B)(4); added the return date for the humapen ergo device product complaint (B)(4); updated the medwatch and EU/ca fields; and updated the narrative.

Manufacturer narrative:
This is an initial report. A follow-up report will be submitted when the final evaluation is completed.